Manufacturer narrative:
No sample was returned for evaluation and root cause analysis. The customer's complaint history was reviewed and this is the first event reported regarding this issue for this facility. Although no sample was returned, internal investigation determined that an error occurred during the assembly of a sub-assembly for this product line. Preventive action has been taken to prevent future occurrences. No injuries have been reported for this issue. It is not possible to misuse the cannulas during usage due to the self locking design of the 20 gauge cannula. Also, as the 23 gauge trocar cannula has a considerably smaller inside diameter than that of the outside diameter of the 20 gauge infusion cannula, the 20 gauge infusion cannula would not insert into the trocar cannula. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).

Event description:
The customer reported two 23ga constellation custom paks that contained a 20ga infusion cannula. There was no patient impact because the user discovered it prior to use.